Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending (lad) artery. After a 38 x 2.75 promus premier select drug-eluting stent was implanted, the patient blood pressure increased to 220/120mmhg and when angiography was checked, a dissection was noted in the lad lesion. A 3.0 x 16mm promus premier select was then implanted and the procedure was completed. There were no further patient complications reported and the patient was stable.